Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 56 × 56 mm abdominal aortic aneurysm on an unknown date. The procedure was completed without any issues. After 3 days of discharge, the patient presented with a complaint of abdominal pain. The patients physical examination was within normal limits. A CT performed revelated no endoleak but there was an air bubble present in the excluded aneurysm sac outside the stent graft. It was reported that detection of air is an important radiological finding of infection, although the patient was doing well without signs and symptoms of infection. Blood samples were taken which revealed the markers for infection were elevated. After the consultation of infectious diseases, the patient was started on broad-spectrum antibiotic therapy with IV twice a day with a probable diagnosis of stent graft infection. Control CT scan performed on the 7th day of antibiotic therapy revealed that the sizes of the air bubble had reduced to 8.92 x 5.04 mm. Seven days after IV antibiotic therapy, the patient¿s abdominal pain completely resolved and the biochemical markers of infection were significantly decreased. Thereby, the patient was discharged on oral antibiotic therapy at the second month of follow-up after discharge, the patient was very good without any complaints and the infection markers were normal.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled: management of air bubble within the excluded aneurysm sac in the early period after endovascular management of abdominal aortic aneurysm celik m, cagdas yuksel u, bozlar u gulhanemed j 2019;61(1):30-32 10.26657/gulhane.00050. Concomitant medical products: other relevant device(s) are: etlw 1616c124ee, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated d6a: updated 2:4 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.